Event description:
The following events were noted through a periodic article review. A study was conducted to assess stent thrombosis up to 3 years after stenting for st-segment elevation myocardial infarction (stemi) versus for stable angina - comparison of the effects of drug-eluting versus bare-metal stents. To assess this problem, 210 consecutive stemi and 323 stable pts, randomized 2:1 to des versus bare-metal stents (all vision mbs), were followed up for 3 years for definite/probable stent thrombosis (st) and cardiac death/myocardial infarction. Events occurring during the initial 6 months were separated from later events. Summary: four out of the 210 stemi pts treated with a bms (vision) reportedly developed stent thrombosis, 5 out of the 323 stable angina pts treated with a bms (vision) a bms experienced a myocardial infarction (mi) or cardiac death. Thirteen out of the 323 stable angina pts treated with a bms (vision) reportedly experienced an mi or cardiac death. (For reporting purposes, the serious injury events 'stent thrombosis' and 'mi' events will be summarized under case 1 and all deaths reported in the article will be summarized under case 2.) In this pilot study, we observed an increased rate of late st and a trend to more related clinical events in pts after stenting for stemi vs for stable angina, particularly if treated with des. This may explain outcome differences between results of pivotal trials in stable pts vs those of "real-world" pts.

Manufacturer narrative:
(B) (4): matthias pfisterer, md., "stent thrombosis up to 3 years after stenting for st-segment elevation myocardial infarction versus for stable angina-comparison of the effects of drug-eluting versus bare-metal stents." Am heart j 2009; 158:271-6. Eval summary: the reported pt effects of myocardial infarction and thrombosis are listed in the rx vision instructions for use and are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Additionally, mi, thrombosis add'l therapy/non-surgical treatment and further hospitalization are addressed in the product risk assessment (B) (4) as potential no-fault procedural complications.